Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest documented blood glucose of 70 mg/dl and device low alerts present; the event was transient and improved with oral carbohydrate intake following education on the 15 g/15 min rule, and a separate call documented a blood glucose of 73 mg/dl with downward trend arrows, during which the user was advised to delay meal announcement until glucose trended upward. Symptoms included no loss of consciousness, dizziness, or other acute effects, and the user reported feeling fine. Outcomes included no need for professional medical intervention, no assistance beyond supportive help, and no hospitalization. Investigation included customer counseling on hypoglycemia management and operational guidance regarding meal announcements when glucose is low or trending downward. Investigation of this case revealed no device malfunction, with patient management factors and timing of carbohydrate intake and meal announcements identified as contributors, and the device¿s alert function operating as expected. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hypoglycemia without evidence of device failure.